Event description:
It was reported that during a da vinci colon resection procedure, the cautery energy coming from the endowrist one vessel sealer instrument was weak. The site contacted intuitive surgical, inc. (Isi) for technical support assistance. With the assistance of a technical support engineer (tse), the site power cycled the erbe generator and reseated the endowrist one vessel sealer instrument's cable; however, the issue persisted. The tse instructed the site to remove and instrument and install a replacement endowrist one vessel sealer instrument. The site reported to the tse that the replacement instrument functioned properly and that they were proceeding with the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. On (B)(4) 2014 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative who reported this complaint. According to the csr he was present during the surgical procedure. The surgeon was attempting to seal the patient's mesentery tissue and during activation of the endowrist one vessel sealer instrument, audible tones were noted indicating that the patient's tissue was being sealed; however, upon inspection of the patient's tissue, the surgeon found that the tissue was not sealed. The csr indicated that there were no error messages noted indicating that there was an issue with the instrument. The surgical procedure was successfully completed with a replacement endowrist vessel sealer instrument and there was no harm to the patient.